Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Serf reported receiving results of a clinical study. Suspicion infection (revision).

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
Serf reported receiving results of a clinical study. Suspicion infection (revision).

Manufacturer narrative:
Correction product code section d2b. Correction common device name section d2a. Addition of the lot number section d4. Investigation conclusion: an event regarding instability (leading to revision) involving an hype scl 4 lateralized cementless stem was reported. The reported device is an serf product. Documentary investigation: no non-conformities (process or product) observed in this batch 41 units marketed by serf in (B)(6) 2012 one complaint was recorded for this batch: - (B)(4) for breakage of the stem neck, the explant of which was examined: the product is not in question; the most likely cause is fatigue failure linked to abnormal stresses on the neck, caused by the patient's excess weight. Lack of technical investigation: no product return - complaint related to a clinical study in the absence of further information, the cause cannot be established.

Event description:
Serf reported receiving results of a clinical study. Suspicion infection (revision).